Manufacturer narrative:
Date of device breakage is reported to be six weeks after date of implantation. It is unknown if the screw also broke at that time. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Only part of a broken screw was received, it is unknown if the whole screw was removed or if part of it remained in the patient. Reporter phone number is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2018, the locking compression plate (lcp) straight wrist plate was noted to be broken in half at the middle combination hole. The break was reported to have occurred six weeks after the lcp was implanted together with a volar rim plate on (B)(6) 2018, to treat a distal radius fracture. The volar rim plate remained in the patient. The distal portion of the lcp and three unknown screws were removed. The proximal portion of the lcp along with unknown screws stayed in the patient. The procedure was completed successfully. There was no surgical delay. Good patient outcome was reported. Concomitant device reported: screw (part 02.210.112, lot unknown, quantity 1); screw (part 212.810, lot unknown, quantity 1); screw (part 201.762, lot unknown, quantity 1). When the returned devices were received by the manufacturer, it was noted there was additional unknown screw that was returned broken. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. Investigation summary: customer quality investigation: the following investigations were performed: broken: visual inspection: visual inspection performed on the returned screw observed the screw to be broken at its head portion. Only broken head was received. The other screw broken portions were not returned at customer quality. The complaint condition agree with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: dimensional inspection was not able to be performed due to post manufacture damage. Review of the device history record(s) and material review was not able to be performed as lot number was unknown. However, device viewed under 10x magnification showed no voids or material defects which could contribute to complaint condition. Drawing review: upon visual comparison of the returned device to available screws in lcp systems the screw drawing was found to be 02_210_106. Due to the unavailable manufacture date the device drawings from initial revision to current were reviewed and no design issues were identified. Conclusion: a definitive root cause for the device breakage could not be determined from the provided information. However, it is likely that any unintended excessive forces during patient¿s post-op activities could have contributed to this complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.